Manufacturer narrative:
The technician degreased the head brake assembly and replaced the felt pads on the head cover, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head section is drifting downward.